Manufacturer narrative:
The cause of the discordant, falsely elevated ft4 result on one patient sample is unknown. Siemens is investigating the issue.

Event description:
A discordant, falsely elevated free thyroxine (ft4) result was obtained on one patient sample on an advia centaur xp instrument. The discordant result was reported to the physician(s), who questioned it. The sample was auto-repeated on the same instrument, resulting lower and matching the clinical picture of the patient. The auto-repeat result was not transmitted to the laboratory's centralink data management system. The customer repeated the sample for a second time, also resulting lower. The corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated ft4 results.

Manufacturer narrative:
The initial MDR 2432235-2016-00656 was filed on october 27, 2016 additional information (11/22/2016): a siemens headquarters support center (hsc) specialist reviewed the data provided by the customer and determined that ft4 result of 13.44 pmol/l was not transmitted to centralink data management system as ft4 request status was already in "uploaded" mode. Centralink was performing as intended. A siemens field application specialist (fas) was dispatched to the customer site. The fas added a rule to set ft4 to rerun if it receives a result of >154.8, which will allow the repeat result from the advia centaur instrument to populate appropriately. The cause of the results not being transmitted to the centralink was due to the lack of a reflex rule. The instrument is performing according to specifications. No further evaluation of the device is required.